Manufacturer narrative:
(B)(4). Approximate date of event (B)(6) 2014. A batch review was conducted for potentially associated lot number gd895953 with no issues detected during the manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The patient was hospitalized for the event on an unknown date and treated with unknown ip antibiotics. The cause of peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.